Manufacturer narrative:
Correction: please note that the evaluation has been updated as the investigation into the root cause is on-going. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. Please note that a CAPA has been initiated to further investigate the root cause. When the investigation is completed, and additional information becomes available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported on the service order by (B)(6) that the battery reamer drill handpiece device did not work properly. During service and evaluation, it was observed that the control unit on the device was defective and not functioning. It was also noted that the device failed pre-repair diagnostic tests for cannulation, functional test, trigger and electronic control unit (ecu) function, function of fwd/rev mode, power at the motor with test bench, and mode switch-test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the assignable root cause was a manufacturing / process error - production false, defective. This issue (control unit defective) has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.